Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient self-treated with insulin when she felt hot and sweaty and her cgm displayed high. Subsequently, the patient lost consciousness an unspecified amount of time after self-treatment. Her spouse called emergency medical services who performed a bg which was 24 mg/dl. The patient was treated with IV fluid with glucose and transported to the emergency department where she continued to receive the IV fluid with glucose. She was released approximately nine hours later. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.